Manufacturer narrative:
Update to d9, h2, and h3. Correction to h6; device code, type of investigation, investigation findings, investigation conclusion. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was returned for evaluation. Visual inspection revealed that the balloon shaft had been received cut, with balloon material separated and missing, including the proximal balloon wings. Additionally, the esheath liner was found to be expanded, with the tip opened and the liner bunched at the distal end. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Dimensional testing indicated that the balloon single wall thickness was measured and found to be within specification. The 3mensio imagery found moderate calcification at the level of the native leaflets. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The reported events were confirmed through evaluation of the returned device. Visual inspection revealed that the balloon shaft was received cut, with separated balloon material, missing proximal balloon wings, and the esheath liner expanded with bunching at the distal end. Available information suggests that patient-specific factors particularly the presence of moderate calcification at the leaflet level likely contributed to the event. Calcified anatomy can create a challenging environment for balloon inflation. Although the balloons are designed and tested to withstand pressures at or above the rated burst pressure, calcified nodules can compromise the balloon wall through mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Procedural factors also appear to have played a role. The altered balloon profile following the rupture may have increased the likelihood of the balloon catching on the distal tip of the sheath, as evidenced by the bunched esheath liner observed on the returned device. This could have contributed to the retrieval difficulty experienced during the procedure. Furthermore, the event description indicates that excessive device manipulation may have occurred during attempts to withdraw the devices through the esheath, ultimately requiring a surgical cutdown for removal. It is likely that additional pull force or manipulation was applied to overcome the resistance, which may have led to the reported separation of the distal tip of the commander delivery system. In this case, based on the available information, both patient-related factors (e.g., calcification) and procedural factors (e.g., altered balloon profile and device manipulation) likely contributed to the reported events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards affiliates in switzerland, during a transcatheter aortic valve replacement using a 23mm sapien 3 ultra, the balloon burst prior to deflation during valve deployment. Despite this complication, the valve was successfully deployed. However, difficulties were encountered when attempting to remove the delivery system through the esheath, ultimately necessitating a surgical cutdown to withdraw the devices. The patient remained stable following the procedure. The perceived root cause of the issue was calcification.